Event description:
The advocate stated the customer received a blood glucose reading of 300-400mg/dl on the contour meter, re-tested on a different meter and the reading was 125-127mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.the customer returned the test strips for evaluation.replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Initial reporter address and phone were not provided.